Manufacturer narrative:
The manufacturer previously reported receiving information alleging "service required" codes related to a ventilator's oxygen blending module board and active exhalation control module occurred and the device's oxygen blending module board and active exhalation control module were replaced to address the issues. The "service required" code relating to the device's active exhalation control module was reported in error. The device's active exhalation control module did not malfunction and was not replaced.

Event description:
The manufacturer received information alleging "service required" codes related to a ventilator's oxygen blending module board and active exhalation control module occurred. The device was not in patient use. The manufacturer received the device for evaluation and the customer's complaints were confirmed. The device's oxygen blending module board and active exhalation control module were replaced to address the issues.